Manufacturer narrative:
The reported events were lead dislodgement, and lead helix was damaged. As received, a complete lead was returned in one piece. The reported event of lead helix was damaged was confirmed. Visual inspection found the helix to be bent and clogged with blood. X-ray inspection found bent/ stretched helix consistent with procedural damage. The cause of the reported event of helix was damaged was isolated to the helix being bent/ stretched. Unable to measure the helix extension length accurately due to procedural damage condition of the helix as received.

Event description:
During a remote follow-up, it was noted that the right ventricular (rv) lead was dislodged. An x-ray was performed and confirmed the rv lead dislodgement. During the replacement procedure, it was noted that the rv lead helix was damaged. The rv lead was explanted and replaced to resolve the event. The patient was stable.